Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device experienced the following condition: "cannot insert cutter." It is known that the device was being used during surgery. It is also known that there was no patient/user injury; it is unknown if medical intervention was required for this event. There was no additional information provided.